Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to "slow leak." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "slow leak." Patient reported "ripples and she can feel it." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: green particles in device outer surface. Leak test and microscopic analysis was performed which identified: one sharp opening and one opening striated of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. Opening striated of plug strap assessed as surgical damage. No wrinkling were found in the device.

Event description:
Device has been explanted.